Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose of the customer was 500 mg/dl. Customer experienced fatigue, thirst related to their high blood glucose. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Troubleshooting was performed for their high blood glucose. Customer treated with insulin injection. The insulin pump and reservoir will not be returned for analysis.